Event description:
The reporter indicated the device would not power up on two attempts. However, the third attempt was successful. The date of event was estimated. A patient was not involved in this event.